Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the polyethylene glycol (peg) of a 6f¿12f mynx control venous vascular closure device (vcd) came out of the body, and the sealant was completely white and not expanded when it came out. There was no reported patient injury. Upon inspection, the peg was observed stuck on the balloon, which was not retracted back into the sleeve. Button 2 was not pressed down, and the syringe was not locked back. The stop cock was opened to allow some deflation of the balloon, but not a vacuum suction. The device, sheath, and peg were retained. The patient underwent a left atrial appendage occlusion procedure. The device will be returned for evaluation. The sealant was dislodged from the vein because the deployer did not wait 2 minutes and the sealant was white and not fully expanded. The device storage temperature did not exceed 25 °c. Button #1 was fully depressed. The balloon was not fully deflated because the technologist forgot to pull the syringe back to negative pressure and lock it in place, and button #2 was also not depressed. No resistance was noted during use of the device. The deployer was mynx certified. Femoral vein suitability was verified on veinography, including confirmation of the vascular sheath introducer insertion angle of 30¿45 degrees. There was no presence of pvd or calcium in the vicinity of the puncture site. Following the mynx event, the patient recovered.